Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the pt's mother (reporter) contacted lifescan on behalf of the lay user/pt alleging a display issue (segments missing) with the pt's one touch ultra meter. The reported display issue first occurred at 2pm on the day before. As a result of the issue, the pt did not take any actions in regards to his diabetes treatment. At an unspecified time after the issue began, the pt developed symptoms of itchy skin, thirst, and blurred vision. He also tested on another device and got "331 mg/dl." The date/time of the result was not specified. This complaint is being reported because the pt allegedly developed symptoms of itchy skin, thirst, and blurred vision after the display issue started. Replacement products were sent to the pt.